Event description:
It was reported that during a laparoscopic radical nephrectomy procedure, the device was fired for the first and second firing with a white reload to take the renal vein and artery with no issues. They properly loaded a third white reload and when fired on the ureter it only fired a few staples in the crotch of the staple line and did not cut. The device was difficult to fire on the third firing. There was no unusual noise heard when firing. The device was removed easily and replaced with a competitor¿s device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.